Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift issue occurred. It's been said after mapping and the ablation phase the map seemed to shift. When the ablation happen the physician got the felling the map is not in the right position. He has the feeling the vein doesn't got isolated due to this issue. They think there is a 2 cm map shift but no error pop up. They continued the case with the issue. The case completed. No patient consequences. 10-15 minutes delay. On 13-mar-2025, additional information was received indicating the physician did not perform cardioversion prior to the map shift and the patient did not move, cough or change breathing before the map shift. Based on the information which confirms no patient movement, the event as reassessed as an MDR reportable malfunction for the map shift. Device evaluation details: the field service engineer (fse) followed up with the bwi representative who confirmed that the physician insists on having the system checked. Fse arrived on site for the system check. Fse was unable to reproduce the issue. The workstation (ws) was reimaged as precaution action. Planned maintenance (pm) was performed successfully. System was tested. All tests passed. System is ready for clinical use. Carto 3 manufacturer investigated the issue based on the study digital data. It was found that the reported map shift was caused by the patient movement. The patient move resulted in non-symmetric move of the back patches and larger symmetric move of the chest patches in the location pad coordinate system. The resulted body coordinate system (bcs) correction was not accurate and resulted in non-coherent mapping where the pre shift mapping parts does not fit the post shift parts. Map shift due to a patient movement with change of posture even if no error message present is a normal or expected response from the system. There was no system malfunction. The issue was related to user error. System is operational. The history of customer complaints reported during the last year and associated with carto 3 system # (B)(6) was reviewed. 2 similar additional complaints were found. A manufacturing record evaluation was performed for the carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 3-apr-2025, it was noticed the following information was inadvertently reported in section b5. Event description of the 3500a initial medwatch report. Please consider this removed: "on 13-mar-2025". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 15-may-2025, additional information was received indicating the approximate difference in catheter location before and after map shift was 20mm. Additional concomitant products were received. They have been added to section d10. Concomitant medical products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift issue occurred. It's been said after mapping and the ablation phase the map seemed to shift. When the ablation happen the physician got the felling the map is not in the right position. He has the feeling the vein doesn't got isolated due to this issue. They think there is a 2 cm map shift but no error pop up. They continued the case with the issue. The case completed. No patient consequences. 10-15 minutes delay. The customer's initial reported map shift issue is not considered to be MDR reportable since this is normal or expected response from the system. There is no system malfunction as map shift can be caused by possible patient movement with change of posture or following a cardioversion. On 13-mar-2025, additional information was received indicating the physician did not perform cardioversion prior to the map shift and the patient did not move, cough or change breathing before the map shift. Based on the information which confirms no patient movement, the event as reassessed as an MDR reportable malfunction for the map shift.